Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was programmed with the current time/date and monitored in 50 c oven for several days. The time and date functioned properly. The insulin pump was received with cracked reservoir tube lip, scratches on the lcd window, missing end cap sticker and cracked belt clip slot.

Event description:
Customer reported via phone call high blood glucose and time clock anomaly. Customer's blood glucose level was 400 mg/dl. Troubleshooting for time clock anomaly was performed. Customer advised the time on the insulin pump was behind. Customer advised the device was 6 minutes behind and was greater than 9 minutes behind in 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.